Event description:
After insertion and connection of the anvil, the system stated "in range". The fire button was pressed, and error message read "firing sequence failed, use manual release. It wasn't possible to loosen the cartridge with manual release. They had to cut the dlu manually, and the anastomosis was performed manually. No additional complications were recognized. No patient death or serious injury occurred as consequence to the event.